Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 300 mg/dl to 400 mg/dl. The other relevant blood glucose level was 146 mg/dl and 300 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that the insulin pump had an insulin flow blocked alarm. Troubleshooting was continuing for insulin flow blocked alarm and noticed that the insulin exited. The insulin pump will not be returned for analysis.